Event description:
(B)(4). This is when I first noticed my symptoms. About 2 months after getting the procedure done, I started to experience major changes to my menstrual cycle. It used to be extremely predictable. Every month on the (B)(6), lasting for 6 days. Now, I will go 2 to 3 months without anything. Before I start my cycle, I experience pms symptoms where I literally go insane. I start cry-screaming, depression, snapping, yelling at my family, rage, extreme fatigue. This happens for 3 weeks before my period starts. Do you know what it's like for your toddlers to fear you? You become a totally different person. Later I found out this is called pmdd. How do you treat pmdd? With drugs...no thanks. 3 months before essure, while I was still pregnant with my daughter, I have my teeth cleaned to find they were perfect with no cavities. 8 months later I started experience pain, so I went to the dentist to get it checked out and I had 9 cavities! 4 of them need to be root canals, and 2 of them broke. It costs close to (B)(6) per tooth to repair. I don't have that money so I am suffering right now. I am also experiencing dizziness and confusion. I've gained 74 pounds since the procedure. I have irratic fevers that will last 2 hours to 2 days. That happens once a month. Some other symptoms have been bloating, swelling, exhaustion, joint pain, nipple pain, breast pain, pelvic pain, cramps, nausea, and headaches.